Event description:
It was reported that the implantable cardioverter defibrillator exhibited battery longevity estimation anomaly. The device was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Final analysis found the device at eri when received. Longevity calculation revealed normal battery depletion. It was noted that the longevity estimate given to the field by the programmer was incorrect. No anomalies were found. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.